Event description:
It was reported that the device's dso seal is damaged. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the dso seal coming off, a loose latch lock, and a remote dose cord pin stuck in the remote dose connector. Function testing has confirmed the reported problem. It was determined that the dso seal that was coming off was the root cause. To address the issue, the dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.